Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly the customer prefilled the cartridges. Tandem technical support informed the customer that prefilling the cartridges is off label per the tandem user guide. Customer re-loaded the cartridge to resolve the issues. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.